Event description:
A 29 y/o g2p1001 at 17w0d who was diagnosed with stage iii ttts ("poly-oly" and absent bladder in twin b(donor) with abnormal dopplers of intermittent absent of the end diastolic flow of the ua. Mvp was 8.5cm and 0.5cm respectively for the recipient and donor. All other dopplers were normal. The patient and her family underwent extensive counseling, and they elected to proceed with fetoscopic-directed laser photocoagulation of placental anastomoses. She underwent laser photocoagulation of placental anastomosis on (B)(6) 2023. The case was uneventful. She had a posterior placenta and had a total of 14 vascular connections identified: 4 small d-r, 2 medium d-r, 6 medium r-d, 1 large d-r, and 1 extralarge vv connection. She underwent an amnioreduction as well. Pre-operative fetal heart rates were 159 bpm for donor (twin b) and 134 bpm for recipient (twina). Pre-operative mvp was 8.5cm, post-op mvp was 7.2cm for the recipient. Post-operative fetal heart rates were 153 bpm for the donor and 144 bpm for the recipient. Unfortunately, on pod #1 ((B)(6) 2023) she was found to have a demise of twin a. She continued with pregnancy and eventually delivered twin b at 37w. As of now, the baby is doing well at 1.5 years. Reference report: mw5166115.